Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 at 2:30 am due to low blood glucose. The husband had found the customer unconscious for 4 hours. The customer¿s blood glucose was 0 and was in a comatose state. The customer was treated with sugar water through intravenous therapy. The customer was wearing the insulin pump at the time of hospitalization. The hospital did not take off the device and allowed them to continue insulin pump therapy while in the hospital. Troubleshooting was performed on the device. It was noted that they had been wearing an infusion set that was on recall. The insulin pump will be returned for analysis.